Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave clear, purple clamp, rotating luer where it was reported that the ext set leaked at connection to peripheral infusion catheter. Piv placed successfully, and upon notice of leak, tubing was disconnected and ext set removed to connect IV fluids to catheter. There was patient involvement and no patient harm.

Manufacturer narrative:
One used. List #mc33213, 7" was returned for evaluation. As received, an unknown solution residual observed inside the sample. A crack on the female luer was observed. No mating device was returned for evaluation. The returned set was tested and a leaks from a crack on the female luer was observed. Complaint of leaking at port side can be confirmed or replicated. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process.